Manufacturer narrative:
(B)(4). Date sent: 5/13/2024. D4: batch # 735c69. Investigation summary:   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage, with a tyvek, and with no reload present. The articulation mechanism was totally functional during functional testing.  The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling,  the pcb board was noted to be non-functional.  No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review: a manufacturing record evaluation was performed for the finished device batch number 735c69, and no non-conformances were identified.

Event description:
It was reported that during the unk procedure, surgeon attempted to operate jaws of instrument but power was not delivered. Device was removed and battery was removed and replaced 2 times. Jaws did not articulate nor fire. Removed from surgical field and replaced with new device. The surgery was delayed by 5 minutes and completed successfully. No fragments were generated. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2024 d4: batch # unk device evaluation anticipated, but not yet begun. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.